Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the instrument broke during use, the scrub noticed that the pieces involved in the mechanism for inserting the reamers/drill bits had come loose. Swapped out for the tri-drive on the other set they have ¿ no patient impact.

Manufacturer narrative:
Section h10: h3: the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.